Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0991 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported at 14:00 on (B)(6) 2022, the nurse found that the patient's PICC catheter placement site was swollen, the patient felt mild pain, and the local skin temperature was low. It was suspected that the PICC catheter ruptured and caused drug extravasation. While injecting the drug solution, when the catheter was withdrawn from the length of 2cm, it was found that the catheter was broken, and then the catheter was withdrawn and 6cm was cut for temporary extubation after this chemotherapy. Additional information 05/12/2022: was there any long term harm to the patient? Unknown did chemo leak into the patient? I have not got the clarification of the leaking liquid is chemo or normal medicine did the PICC line break into multiple pieces? No, the catheter leakage segment was cut then reconnected for continuous to use. Were all the missing pieces retrieved and accounted for? No catheter segment was fell into patient body. After this time chemo therapy completed, the catheter was entirely removed. What type of catheter securement was utilized? Unknown.